Event description:
In 2006, I was fitted with a stryker ceramic on ceramic hip replacement -thr-. Since then, I've noticed squeaking when walking, gradually getting worse. This 'phenomenon' is accompanied by soreness, sharp pain and the combination of clicking and grinding. I'll be seeing my surgeon in a couple weeks to begin the revision process. Clearly this is a difficult event to endure, and one that should have been avoidable.